Event description:
It was reported on 04 june 2026, a 4f amplatzer piccolo delivery system was chosen for a procedure. It was reported that the patient was in stable condition in normal sinus rhythm prior to the procedure. During the procedure, the right femoral vein was accessed. The glide wire and delivery system was advanced from the inferior vena cava to the right atrium. The delivery system was advanced into the right atrium but then punctured the right atrial appendage, causing a pericardial effusion that led to a cardiac tamponade. Bleeding was also noted from the liver. The wire and delivery system were removed from the patient. A pericardial tab was done to address the effusion. Thirty minutes passed and the patient became stable. A non-abbott wire was inserted. At this moment the patient's heart rate dropped. The patient coded. Life-saving attempts were made for the next 90 minutes, however the patient passed away. The cause of death was noted as liver bleed. No device was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.